Manufacturer narrative:
Other tests performed included chemical tests and electron microscopic analyses of disposystem components.

Event description:
Pt results are measuring shorter on initial aptt result as compared to subsequent determinations with pathromtin sl reagent. No adverse pt outcome since pts were in the normal range and aptt results were below the normal range.